Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 2.934v. Unable to perform baseline/wireless functionality test or displacement dose accuracy due to inpen reaching end of life. Inpen passed front cap investigation. Unit reached end of life. In conclusion: inpen battery lifetime last 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appears several times near the end of the battery lifetime. Inpen working as designed. No battery anomaly noted. Therefore, the customer complaint of doses not recorded could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the inpen stopped working and that inpen doses were not transmitted to the inpen app. The customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed and indicated that the unable to resolve with existing troubleshooting or labeled instructions. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-105nnpkna will be returned for analysis.